Event description:
Event was reported to (B)(4) by an attorney. The pt has suffered vaginal mesh erosion, pain and suffering, painful intercourse, and internal and external scarring. No further info has been provided.